Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 09-feb-2022. [Conclusion]: the healthcare professional reported that during a coil embolization of a basilar aneurysm, a 4mm x 8cm galaxy g3 was the first coil used followed by the implantation of a 2.5mm x 5cm galaxy g3 coil. After two (2) 2mm x 3cm 3d axium¿ (medtronic) coils were implanted, the complaint coil, a 1.00mm x 3.00cm galaxy g3 mini coil (glm910030 / 30366484) was attempted to be implanted, however, it was reported that ¿the coil deviated from the target lesion, and the physician tried to re-sheath.¿ then one of the previous 2mm x 3cm 3d axium coils got entangled with it and when the physician pulled it out halfway, the complaint coil was unraveled and the distant access catheter (dac) rose up to the lesion. As a result, the coil was removed with the concomitant phenom¿ 17 microcatheter (medtronic). It was reported that it was not clear if continuous flush was maintained. There was no report of any patient injury or complication; this was confirmed on (B)(6) 2021 by the sales representative. On 25-nov-2021, additional information was received. The information indicated that the coil came out from the target site, it protruded into the parent vessel. There was no difficulty getting the coil to conform to the aneurysm wall; the coil had been withdrawn and unraveled so it could not be repositioned. There was no resistance between the guidewire and the microcatheter when the target site was being accessed. The information confirmed that it was due to entanglement with one of the 2mm x 3cm 3d axium coils that caused the complaint coil to become unraveled as the coil was being withdrawn. No premature detachment was reported. The entire complaint coil was removed with the concomitant microcatheter to complete the procedure. There was no report of any blood flow restriction / reduction as a result of the reported event. There was no significant procedure delay reported. [Additional information]: on 09-feb-2022, additional information was received. The information indicated that an excelsior® sl-10® microcatheter (stryker) was used. Continuous flush was maintained. The complaint device was discarded and is no longer available to be returned. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30366484) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the product and concomitant microcatheter available for analysis, the reported customer complaint could not be confirmed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size / vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6, h.2, h.3, h.6, h.10, and concomitant products. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Procode is krd/hcg. (B)(6). The initial reporter email address is not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30366484) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a coil embolization of a basilar aneurysm, a 4mm x 8cm galaxy g3 was the first coil used followed by the implantation of a 2.5mm x 5cm galaxy g3 coil. After two (2) 2mm x 3cm 3d axium¿ (medtronic) coils were implanted, the complaint coil, a 1.00mm x 3.00cm galaxy g3 mini coil (glm910030 / 30366484) was attempted to be implanted, however, it was reported that ¿the coil deviated from the target lesion, and the physician tried to re-sheath.¿ then one of the previous 2mm x 3cm 3d axium coils got entangled with it and when the physician pulled it out halfway, the complaint coil was unraveled and the distant access catheter (dac) rose up to the lesion. As a result, the coil was removed with the concomitant phenom¿ 17 microcatheter (medtronic). It was reported that it was not clear if continuous flush was maintained. There was no report of any patient injury or complication; this was confirmed on 15-nov-2021 by the sales representative. On 25-nov-2021, additional information was received. The information indicated that the coil came out from the target site, it protruded into the parent vessel. There was no difficulty getting the coil to conform to the aneurysm wall; the coil had been withdrawn and unraveled so it could not be repositioned. There was no resistance between the guidewire and the microcatheter when the target site was being accessed. The information confirmed that it was due to entanglement with one of the 2mm x 3cm 3d axium coils that caused the complaint coil to become unraveled as the coil was being withdrawn. No premature detachment was reported. The entire complaint coil was removed with the concomitant microcatheter to complete the procedure. There was no report of any blood flow restriction / reduction as a result of the reported event. There was no significant procedure delay reported.